Event description:
The patient was injected into the right and left nasolabial area, upper and lower lip, and marionette lines and allegedly developed a nodule, swelling and sensitivity in the lip area approximately a month later. The patient was prescribed a medrol dose pack and anti-inflammatory medications.

Manufacturer narrative:
Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.